Event description:
(B)(4). I started having issues with essure the first week it was implanted. I had severe pelvic pain. They said it was due to a cyst. I have never had cysts before having essure implants. Now I have severe pelvic pains, heavy menstrual cycles, mirgraines, fibroid, hair loss, weight gain, bloating, painful during sex, many various female issues that I never had before essure. On (B)(6) I'm going to have to have a hysterectomy due to they need to be removed.

Event description:
(B)(4). Essure was removed (B)(6) 2016 via hysterectomy. My pelvic pain seems to have diminished, my bloating is slowing going away, so far I'm having less symptoms that essure has caused. We shall see, I am seeing light at the end of the tunnel!